Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at time of incident and treated with 20 units of insulin shots. Customer stated that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they have not contacted their health care professional regarding the high blood glucose. Customer stated that they did not allege insulin pump was under delivering. Customer stated that they corrected the time or date. Educated the customer about the insulin pump's settings. Customer stated that they did not using a sensor and turned the sensor off on the insulin pump. Customer stated that the insulin pump had 2 question marks on top of the screen and the question mark on the insulin pump was gone after switching it off. The insulin pump will not be returned for analysis.